Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Evaluation found display failure, verified meter display malfunction which might lead to the misinterpretation of a blood glucose result or the misinterpretation of insulin amounts. No adverse event reported. Requested return of the alleged meter for evaluation.